Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, 5mm instruments are getting stuck inside in the middle or distal end of the cannula and are unable to come out. Another trocar was used to complete the procedure. There was no patient injury.